Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. UDI #: (B)(4).

Event description:
It was reported that three needle stick injuries occurred with a 120 ml bd vacutainer® plastic urine collection cups because patients stuck there fingers into the transfer device. It appeared that one patient was cut badly because blood was found "everywhere" in the bathroom. No medical interventions were provided and the patients did not notify the lab techs that they had injured themselves. Specific dates and additional information for the three incidents were not able to be obtained.